Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 230 mg/dl. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not bumped or dropped and the pump had no water contact. Customer stated that the drive support cap does not appear to be damaged. Customer stated that they did not press the drive support cap while connected. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.